Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2009, in the pt's left (os) eye. The lens was explanted two days later, due to excessive vaulting associated with elevated iop and corneal edema. It is planned to implant a shorter lens.

Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace. Another catheter was used and problem was solved.

Manufacturer narrative:
Customer report was confirmed. Catheter was found to have a short condition between the proximal and distal electrodes at the y-adapter area. Balloon inflated clear and concentric without any leakage. No visible damage was observed from catheter body.